Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a procedure, the surgeon tried to fire stapler and it misfired with the first handle. A second handle was opened and the same problem occurred. The third one worked fine. There was no patient injury.